Manufacturer narrative:
Investigation date: 07/14/2016. An investigation of product kangaroo joey for the reported condition was for the reported condition of, ¿the customer reported that the unit delivered 183.4 ml over 3 hours instead of the ordered rate of 120 ml over the course of 4.5 hours (total volume 550 ml). The patient was admitted to the hospital where they received x-rays and were diagnosed with a stretched bowel. Patient is stable.¿ the reported failure could not be confirmed. The unit passed accuracy testing. The unit was then fully tested and recertified; unit passed all testing. Product kangaroo joey was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications. Correction: (B)(4).

Manufacturer narrative:
An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on 12/29/15 that a customer experienced an issue with an enteral feeding pump. The customer reported that the unit delivered 183.4 ml over 3 hours instead of the ordered rate of 120 ml over the course of 4.5 hours (total volume 550 ml). The patient was admitted to the hospital where they received x-rays and were diagnosed with a stretched bowel. Patient is stable.